Manufacturer narrative:
Occupation is patient/consumer. The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
There was an allegation of discrepant inr results with coaguchek xs serial number (B)(4). On (B)(6) 2022 at 3:16 pm the meter result was 3.9 inr. On (B)(6) 2022 at 3:21 pm the meter result was 2.7 inr. Weekly dosing was 6mg warfarin six days and 7mg warfarin one (1) day. On (B)(6) 2022 at 1:30 pm the meter result was 3.7 inr. The patient's finger was excessively squeezed for this result. On (B)(6) 2022 at 1:38 pm the meter result was 4.0 inr. On (B)(6) 2022 at 1:40 pm the meter result was 2.7 inr. Dose this week is 7mg of warfarin tuesday, thursday, saturday, and sunday and monday, wednesday and friday takes 6mg warfarin. The patient's therapeutic range is 2.0 inr - 3.0 inr with a testing frequency of weekly.

Manufacturer narrative:
The reporter's meter was provided for investigation where it was tested using retention test strips and controls. Testing results (qc range = 2.6 - 3.1 inr): qc 1: 2.9 inr; qc 2: 2.9 inr; qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages.